Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal arctic gel pad did not prime. The representative took clinicians through troubleshooting over the phone last week which fixed the issue at the time. The representative told them to call me back if issue persists. But yesterday received an email that arctic gel pad had further issues. It was noted that they had same complaint about the same product, across 2 different hospitals. However, different lot numbers (lot# nggz2622, lot# nggv1829).

Event description:
It was reported that the neonatal arctic gel pad did not prime. The representative took clinicians through troubleshooting over the phone last week which fixed the issue at the time. The representative told them to call me back if issue persists. But yesterday received an email that arctic gel pad had further issues. It was noted that they had same complaint about the same product, across 2 different hospitals. However, different lot numbers (lot# nggz2622, lot# nggv1829).

Manufacturer narrative:
The reported issue was unconfirmed, as the device met specifications during testing. The root cause of the reported issue could not be determined, as the device met specifications during evaluation. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam, no visible chips or deformities at the ends of all connectors, tubing for the pad noted no kinks present, hydrogel was intact with pad and not separated. A DHR review was not performed and is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.